Event description:
It was reported by a medical professional that a vns patient was waking up feeling that he has had seizures in his sleep over the last few months. It was reported to be an increase but was also attributed to stress. The patient also does not feel the stimulation as strongly as before. The generator was interrogated and shown not to have a low battery, but the physician was contemplating adjusting therapy levels to improve seizure control. Additional relevant information has not been received to-date.

Manufacturer narrative:
Adverse event or product problem, corrected data: it was inadvertently not marked on the initial report that the event was also related to a product problem. Type of reportable event, corrected data: the type of reportable event was inadvertently indicated as a serious injury, when it was intended to be marked as a malfunction on the initial report.

Event description:
Follow-up from the company representative revealed that at the patient's next appointment on (B)(6) 2016 the settings were at subtherapeutic levels. The off time was initially found to be 60 minutes, and was adjusted by the physician. It was reported the physician believed these settings were sub-therapeutic and was the cause of the decreased perception of stimulations and increased seizures. Review of the manufacturer's in-house programming history revealed the programmed off time of 60 minutes was due to a faulted diagnostics test on (B)(6) 2010, which has been previously identified and reported in mfg report# 1644487-2014-00288.